Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "one mammary prosthesis and it ruptured. Patient informed that needs to remove them because is presenting a lot of headache and body ache". The reports of "headache" and "body ache" are not device related. This record represents the right side. Device remains implanted.

Event description:
Patient reported "one mammary prosthesis and it ruptured. Patient informed that needs to remove them because is presenting a lot of headache and body ache". The reports of "headache" and "body ache" are not device related. Affected location unknown. This record represents the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.